Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-02000, 6000093-2007-02002, 6000093-2007-02003. It was reported that post a coronary drug eluting stenting treatment procedure, a severe "trunkal" rash occurred. The patient presented with multi-vessel disease. Three taxus express2 drug eluting stents were placed in the left anterior descending (lad), the circumflex (cx) artery was small, so it was left alone. One week post the development of the rash, the physician took the patient off statin and plavix and started on ticlid and medrol dose pack. Eventually the symptoms subsided. One month later a taxus express2 drug eluting stent was placed in the patients right coronary artery (rca). The next morning, the patient again developed a severe "trunkal" rash. The physician suspected a contrast reaction so the patient was again put on a medrol dose pack. The rash subsided and plavix was started without a reoccurrence of the rash. The physician doesn't believe the patient has a plavix allergy. Patient received angiomax and heparin during both stent placements. Patient status reported as "fine".